Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medes -drw 4.1 it says device not detected on bus. The field service engineer was found all pockets in the half-height cubie drawer 4.1 were undetected due to issues with the row board cable and the retractor band. The service engineer then turned off the station, and the row board cable was reseated, and the retractor band was cleaned. These actions resolved the issue and allowing all pockets in the drawer to be detected. The system functioned as intended after the field service engineer repaired the device.